Event description:
Baxter germany reported that the twist clamp on 2 transfer sets were broken after 4 weeks of use. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.